Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred on (B)(6) 2019. The reporter stated the patient fainted due to having low blood glucose while using the dexcom. It is unknown if there was an issue with the dexcom or if it caused or contributed to the adverse event. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional event or patient informant is available.